Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported during an intraocular lens (iol) implant surgery, the tip of the cartridge was roughened inside and the tip would get stuck in the phacomulsification tunnel. The surgery was able to be completed with no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One used company iii (d) cartridge was returned. A small amount of viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The tip has light stress which is expected with a lens delivery. The tip is smooth and has no burrs or roughness observed. The company cartridge was cleaned for further evaluation. No roughness or burrs were observed in the inner lumen. The company product history records were reviewed documentation indicated the product met release criteria. The lens model and handpiece used were not provided. It is unknown if qualified products were used. The returned company iii (d) cartridge was evaluated. The reported issues were not observed. The tip has light stress which is expected with a lens delivery. The tip is smooth and has no burrs or roughness observed. The company cartridge was cleaned for further evaluation. No roughness or burrs were observed in the inner lumen. All company cartridges are 100% inspected for roughness and burrs, which are not acceptable. Company cartridges are injection molded and would not have "cut off" areas. Cartridge manufacturing is a validated operation, with specifications that are maintained and documented. The manufacturer internal reference number is: (B)(4).